Event description:
The initial reporter received a questionable elecsys troponin t hs assay result from one patient sample tested on the cobas e 801 analytical unit. The initial result was 152 pg/ml. The first repeat result was 14.5 pg/ml. The second repeat result was 15.0 pg/ml.

Manufacturer narrative:
The elecsys troponin t hs reagent lot number is 847376. The expiration date was not provided. The investigation included a review of the data set provided by the customer: the qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace contained eight sample-related data alarms on the date of event. The preanalytical data showed that the patient sample was centrifuged at a relative centrifugal force of 1406 g, instead of the recommended range of 1800-2200 g. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the root cause is related to sample quality. The sample was centrifuged with too low of force. This is consistent with an insufficient separation of the sample, resulting in the high result. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges, and no relevant alarm occurred.